Event description:
A report was received that the patient experienced a headache after the trial procedure. The patient was treated in the emergency room and was prescribed with fioricet. The physician believed that the headache was due to the fact that the patient had stopped taking her regular pain medications and was possibly going through withdrawal. The patient continued to take medication for headaches. The patient underwent the scheduled trial lead explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial#: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient experienced a headache after the trial procedure. The patient was treated in the emergency room and was prescribed with fioricet. The physician believed that the headache was due to the fact that the patient had stopped taking her regular pain medications and was possibly going through withdrawal. The patient continued to take medication for headaches occasionally and is moving forward with the implant procedure.